Manufacturer narrative:
This report is submitted on september 18, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an extrusion of the receiver/stimulator. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin flap breakdown (specific date not reported) above the implant magnet site. This report is submitted on (B)(6) 2023.

Manufacturer narrative:
Device analysis indicated device failure.